Event description:
On (B)(6) 2009 the pt's wife reported there is a large air bubble formed in the insulin cartridge of the pt's infusion device while it was in use. She said the pt had disconnected from his infusion headset, changed the tubing and they were trying to prime the set. She was instructed to remove the cartridge and she confirmed the cartridge was not leaking. She stated they did not remove the cartridge before changing the tubing and they do not attach the adapter and tubing to the cartridge prior to inserting it. The proper procedure to change the cartridge was reviewed with them. The wife was assisted with priming the air bubble out but there was still air in the tubing. She attached a new tubing to the cartridge and successfully primed with no air bubbles in the cartridge or tubing. The pt reconnected to his headset. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.